Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a radical cholecystectomy procedure, the clips from both devices are not getting loaded into the jaws when the surgeon tries to ligate vessel. When loaded, clips are malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm30 device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality and during the analysis it was noted to have issues holding the clip on the jaws resulting in one ejected clip; this issue is a result of a non-functional anti-backup feature. In the next actuations of the handles, the remaining clips were fed and formed as intended. In order to evaluate the condition of the internal components, the device was disassembled and the anti-backup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.